Event description:
It was reported by the user site that during a 3dimensions patient exam on (B)(6) 2026, the gantry produced a grinding noise during tomosynthesis sweep and when the system was angled. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed worn tomosynthesis potentiometer components and rotational drag brake hardware. The fse replaced the compression motor and tomo potentiometer harness, adjusted the rotational drag brake and bellows, and verified and re-tightened the eight screws on the vertical travel assembly rotational worm gear. The fse performed required calibrations, confirmed vta gains and tomosynthesis motion calibration passed, and verified the c-arm rotation gear backlash adjustment. The fse tested the system and verified to be operating according to manufacturer specifications. No further information is currently available.